Event description:
During a plasma sequestration procedure, the pt experienced a cardiac arrest as a result of citrate toxicity. The hospital was using a medtronic blood mgmt disposable for the procedure and did not follow the directions for use, which explain the control of citrate anticoagulant and direct the user to monitor these levels. The hospital reported that the operator of the equipment was inexperienced in this type of procedure and should have been monitored. The pt did recover and has not had any add'l complications as a result of this occurrence.